Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. The device had the cannula assembly fully deployed and the needle completely retracted. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The download data indicates that the pod completed both its first and second priming sequences. No damages or defects were observed that would result in a needle mechanism failure. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. After realizing elevated bg levels despite several bolus attempts, patient's mother found the pink slide had not moved forward; this indicates a needle mechanism failure occurred. Cannula deployed but was found bent upon removal. Ketones were also tested and results were negative. As treatment, a manual injection was delivered.